Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse lithotripsy when using the probe for lithotripsy of a concrement of the lower ureter, after the third pressing and activating the pedal, the probe stopped working and upon inspection the distal part of the probe separated from the part that should be on the introducer. The issue occurred during a therapeutic lithotripsy procedure that was completed with a similar device. There were no reports of patient harm.